Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra meter had a cracked display. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue was discovered at an unspecified time in the morning of (B)(6) 2012. The patient stated that he does not take any medication to manage his diabetes and denied making any changes to his usual diabetes management routine in response to the reported issue. About a half an hour after the alleged issue occurred, the patient claimed to have developed symptoms of "blurry vision" but denied receiving any treatment in response to the symptoms. During troubleshooting, cca noted that there was no evidence of misuse. The reported issue remains unresolved with troubleshooting. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.